Manufacturer narrative:
Updated d1, d4.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, early on in a therapeutic colorectal resection procedure, the pad of their thunderbeat device became loose after seal activation. The customer finished the procedure with a replacement olympus device, and the procedure was completed successfully. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad was peeled off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress appears to be linked to the reported issue. Olympus will continue to monitor field performance for this device.